Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by cloudy effluent, fever, abdominal pain. The breach in aseptic technique was not further specified. It was not reported if the patient was hospitalized. It was unknown if the patient was treated with antibiotics for the event. At the time of this report, the patient was recovering from the event. Three days after the event onset, pd therapy was discontinued and the patient was switched to hemodialysis. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.